Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted approximately within a 9 months timespan, the battery life went down 28%. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted approximately within a 9 months timespan, the battery life went down 28%. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.